Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump, rendering the touchscreen unresponsive and illegible. There was no information provided regarding the impact on the customer's blood glucose level. The pump was not replaced as it was out of warranty, and no further actions were reported.